Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set (printed circuit board). In addition, the evaluation found a worn out video connector latch causing poor connection to pigtails, an old software version 1.06 and an old version main switch. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that upon connecting a pediatric scope to the olympus, model cv-190, evis exera iii video system center, an image could not be obtained. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the device was manufactured before a design change and that it is a phenomenon caused by a failure of the patient board set (dr board) due to a design defect. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.